Event description:
A user facility reported that a patient experienced a herpes infection six days post operative from a fraxel treatment. It is reported that the patient has a history of cold sores (last outbreak was over a year ago). The patient was prescribed 500mg valtrex two days prior to the procedure, but took 1000mg because the patient is also on methotrexate & a biologic for rheumatoid arthritis. Six days post treatment, the patient had shingles and there was a cluster on the forehead & around the mouth. The nature of the injury was reported as multiple red spotted lesions along the hairline on both sides of the face. Some are raised and some are flat, and a few lesions are broken open. The patient stated they do not feel like their typical herpes lesions and they do not hurt but feel dry and itchy. An available photo of the patient was sent in and reviewed by the medical reviewer and it is noted that red spots and erythema are visible on one side of the face. Secondary intervention (ointments, medications, etc.) Involved mupirocin topical ointment, diflucan x 5 days. The patient also developed impetigo and had to go on doxycycline oral antibiotics. No other treatments (besides the one reported) were being performed in the same area where the symptoms were reported and there were no other treatments in the same symptom area within the past 90 days. The patient has had prior aesthetic treatments on this area, including fraxel, about two years ago, without an outbreak of herpes. The patient was using obagi tretinoin 0.05% & c clarifying serum prior to treatment which was discontinued 1 week prior to treatment. The skin type that was recorded for the patient is fitz ii. There were no overlapping of passes, nor did any system errors occur, nor was anything out of the ordinary noticed during treatment. The provider cannot remember if this was the first time they used the treatment tip. A burn paper test was performed prior to using the tip, and it was reported that it was normal. The patient''s current status is reported as healed. However, the patient stated that 1 cheek did have a few scars but the provider is not able to verify the few scars as the patient has not come back for further follow ups.

Manufacturer narrative:
The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The customer can also utilize the pattern paper test to confirm the system laser is providing the correct pattern/coverage. The customer performed the pattern paper test and sent it to product support for review. The review of the burn paper showed proper pattern/coverage. The fraxel user manual instructs the customer on how to effectively clean the tip to avoid contamination issues during treatment. Tip cleaning and care protocols are critical to optimizing tip lifetime. Treating through a contaminated tip may accelerate the degradation process and may result in poor clinical outcomes, including possible injury to the patient, and sub-optimal tip lifetimes. After treatment, the tip should be wiped with 70% alcohol (preps) and inspected for debris and other contamination. The tip should then be removed from the handpiece and inspected again. Any remaining debris should be removed. Care should be taken not to allow debris, cleaning materials, or other contaminants to fall into the mouth of the tip. If the tip was used with off-white plastic rollers, remove used rollers and replace with new set. The rollers used in the fraxel cool roller tip, are for single patient use only. Multiple patient uses may create the potential risk of cross contamination of biological agents from one patient to another. According to the fraxel user manual, infections are known possible response to fraxel treatment. A risk of infection exists whenever the skin is wounded. The possibility for infection exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 or fraxel dual 1550/1927 laser systems. If observed, infection should be treated appropriately with topical and/or systemic medications. A review of the manufacturing records showed all requirements were met. Final manufacturing test verification specifications are acceptable. This complaint type is identified within the risk analysis and performing within anticipated rate. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Post market surveillance data shows the possibility of herpes post fraxel treatment are remote. Based on the available information, the potential for infections and viruses are known possible complications of fraxel treatment. No corrective action is required.